Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 31mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery system. Heparin was administered as per usual procedural indications; however, the physician did not provide the exact activated clotting time (act) levels. The mitraclip procedure was performed first, followed by the left atrial appendage occlusion (laao) procedure. At the end of the procedures, the patient developed bleeding from the mouth at the site where the transesophageal echocardiography (tee) probe had been positioned. The bleeding resolved within approximately ten minutes. The patient was subsequently admitted to the intensive care unit as per standard post-procedural practice and was reported to be stable. On the following morning, the patient was transferred urgently to the surgical operating unit with a diagnosis of esophageal laceration with hemodynamic compromise. The patient underwent esophageal reconstruction surgery. According to the physician, the esophageal laceration was believed to have resulted from scraping during intubation and tee probe insertion, and there was no allegation of malfunction against the abbott device or the procedure. The only information available regarding the patient's condition is that they remained in the intensive care unit following the surgical esophageal reconstruction.